Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned unit confirmed stent damage. The proximal and distal stent strut rows were slightly flared which resulted in a "dogboning" effect. This is caused by minimal positive pressure being applied to the balloon causing the stent to flare at both ends. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. Predilation was performed with a non bsc balloon catheter. A 20 x 2.25mm taxus liberté stent delivery system was selected to treat the lesion. The device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.